Event description:
It was reported that the patient felt pocket stimulation with unipolar pacing. Also there was a lead warning for the right atrial (ra) lead which had low bipolar impedance and the unipolar impedance was higher than the bipolar impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.